Event description:
Caller reported blood glucose results of 329 mg/dl and 143 mg/dl within 10 minutes on the aviva system. Reported a second, separate comparison of blood glucose results of 399 mg/dl and 102 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Adverse event(s): "no harm/injury reported" (no consequences or impact to patient). Product problem(s): "cassette failed to connect" (failure to prime); the customer reported: the cassette failed to connect to the system. No patient impact was reported. Additional information was requested.